Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported an ultrafiltration (uf) issue that occurred during a patient¿s hemodialysis (hd) treatment. The patient was dialyzing on a fresenius 2008t machine. There was a discrepancy between the patient¿s pre and post treatment weights. The patient¿s uf goal was 2,400. However, at the conclusion of treatment the patient¿s weight showed that only 800 ml were removed. There were no machine alarms during the treatment. The patient successfully completed treatment on the machine and the correct amount of fluid was reportedly removed. However, the patient¿s pre-treatment and post-treatment weights were different. Prior to treatment the patient¿s weight was 92.0 kg and after treatment their weight was 91.2 kg, a difference of 0.8 kg. It was confirmed that the same scale was used for both readings. It was also confirmed that the patient didn¿t eat or drink anything during their treatment, and no extra fluid was given to the patient during that time. It was unknown if there was additional clothing on the patient post-treatment, which could have caused the weight discrepancy. There were no adjustments made to the patient¿s uf goal, rate or time, and the uf remained on throughout the entire treatment. The patient was asymptomatic and did not require extra treatment or medical intervention. There were no reported complaints or symptoms from the patient, during or after the treatment. The machine was pulled from the floor for evaluation by the biomedical technician. The machine passed all testing and was returned to service; no repair work was required. As a precaution, the scale that was used was calibrated.